Event description:
Employee squeezed heel warmer in order to activate it, and the device burst. The contents sprayed into the employee's eyes, causing a burning sensation. Employees received medical treatment following the event.